Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer alleged the alarm is not working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the alarm not to function, which confirmed the original complaint issue.

Event description:
Customer alleged the alarm is not working.